Event description:
The desitination therpay pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coord that the pt was at home and begun having alarms. At that time, it was decided to change out the power base unit (pbu). No alarms for the next day until 2:00 a.m. When power limit advisory, controller malfunction and an occasional red heart alarms began occurring again. The system controller was changed with no decrease in alarms. The pt was then brought into hosp and the system controller was changed again. The alarms were not as frequent at first, but then begun occurring 3-4 times an hour. Another controller was changed out at this time. The pump rate was in fixed mode at 70bpm, stroke volume (sv) in 80s, flow rate 6lpm, and sbp in the 130s. The pt was asymptomatic throughout the alarms with no excessive black dust noted at vent filter or grinding noises noted. It was also reported by the vad coord that the percutaneous lead connector was never easy to engage into the controller. It was recommended by the MFR to check the electrical pins or percutaneous lead and to get an x-ray of the percutaneous lead with the vent filter disconnected. The MFR also stated that if the alarms persisted after the troubleshooting, to go to an ip drive console until the x-ray was read by technical service. The MFR rec'd another call about 1 hour later. The vad coord had placed the pt on an ip drive console to inspect the electrical pins on percutaneous lead. It was noted that on the female pin connection in lower l hand corner, that there was some type of debris. The customer tried to blow it out with compressed air unsuccessfully, and then tried some alcohol with a paper clip. The connection was again blown out with air and allowed to dry. The pt was then placed back on electrical actuation and no further alarms were present. The pt remains stable and on lvad support.